Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. After the physician flushed the catheter, he noticed a part of the 3.00x16mm taxus express2 drug eluting stent strut was lifted up. The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.